Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings complaint (B)(4). Was the complaint confirmed? No. Distribution history: the complaint product was manufactured at wallach in 2004, the work order number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly.. Incoming inspection review: not applicable. Service history record: 53996-on/off valve leaking. Tightened valve 02-feb-2010. 64262-damaged on/off valve. Valve replaced 10-jan-2012. 78399-leaking high pressure line. High pressure line replaced 22-apr-2015 78515-leaking switch- no problem found 04-may-2015. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly and is unrelated to the "would not defrost issue". Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. Unit was tested and found acceptable. The unit was returned to the customer. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per the details reported from repair order log (B)(4) on e-complaint-(B)(4): "unit would not defrost."

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.

Event description:
As per the details reported from repair order log 99745 on e-complaint (B)(4) . Unit would not defrost."